Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels over 600 mg/dl. The father reported that the insulin pump kept alarming no delivery despite several infusion set changes. Offered to troubleshoot, but the father had already reviewed the insulin pump programming, and felt that it was functioning properly. Nothing further was reported.